Event description:
The pt was implanted with a malleable device date not indicated. On 6/9/97 the malleable device was removed from the pt and an ipp device was implanted due to pt dissatisfaction. Ams has requested add'l info.